Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter was reading inaccurately erratic when performing control solution tests. The reporter stated obtaining control solution readings of "78, 129 and 254 mg/dl" which fell outside of the specified control range. This complaint is being reported because the alleged meter issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.